Manufacturer narrative:
(B)(4). Date sent: 7/29/2021. D4: batch # u5dv96. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for incomplete staple line, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed, for malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. For difficult to open, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? The vessels were: the basal and segment 6 artery, fully dissected and clean, no more tissue only the vessel, that¿s the reason of we deciding to proceed with the investigation were any clips or previous staple lines in area of firing? No clips or previous staples lines. What was the estimated blood loss? 1.2 lt from bleeding to repair and plasty of the artery was completed not bad for a main vessel completely open. Was a transfusion required? No. In the suspect firing, were any staples seen in the surgical field or on deck of cartridge? If so, please describe shape. After firing we can see some open staplers in one edge of the vessel, horseshoe shape how far did the knife advance? The knife advanced with normality despite the gun didn¿t fire the staplers, if cut but didn¿t stapler, gun didn¿t do any strange sound, we only realise it failed when the bleeding started. Did the patient undergo any preoperative radiation or chemotherapy? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left lower lobectomy procedure, we were around the basal and apical segmental branches of the pulmonary artery with a vascular 35 stapler which failed to fire. Essentially it cut the pulmonary artery open without stapling it. This caused significant bleeding which we controlled with manual pressure, conversion to thoracotomy and repair of the large tear to the pa. The stapler appeared stuck and we managed to remove it from the artery with the reverse button (did not have to use manual override). We fired the stapler only once before for the anterior segmental pa branch with no issues. Pvs was the only device they kept as this was the device used on the pulmonary vessel. The patient is thankfully okay however they had to do an emergency thoracotomy and the patient lost a lot of blood due to the stapler cutting but not sealing the pv.